Event description:
Reportedly, the instrument did not place properly formed staples on the tissue, while the resident was forming the gastric pouch. As a result, a hematoma formed and the anastomosis was completed the case without further incident. Meanwhile, these difficulties did not result in a significantly reduced final gastric pouch. No pt injury reported.